Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that the pump motor has rewind issues and the pump bolus cannot be delivered. The customer's blood glucose level was unknown at the time of incident. Troubleshooting found that this is a past event and customer wanted to report the incident. Customer indicated that they are unable to troubleshoot at the time of the call. No further details given.